Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that the coagulation button on the e-sep pencil did not function correctly during a medical procedure on the breast. It was also reported that the patient was brought back in with hematoma.

Event description:
It was reported that the coagulation button on the e-sep pencil did not function correctly during a medical procedure on the breast. It was also reported that the patient was brought back in with hematoma.

Manufacturer narrative:
H6: the quality investigation is complete.